Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, it was reported that the peg stoma was infected and treated with iso betadine. On (B)(6), it was reported that the patient was treated with an unknown oral antibiotic for the proteus mirabilis at the insertion site. Terracortryl was used to treat the hyper granulation tissue. The gp stated there was less exudate and redness at the insertion site. A stitch was placed at the peg tube to make sure it stayed in position.